Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke and a magnetic resonance imaging (MRI) was needed. The patient had already ceased use of the implanted scs system when the stroke occurred however it was unable to be confirmed if the stroke was device related and no further information was able to be obtained despite good faith efforts to receive the information.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a stroke and a magnetic resonance imaging (MRI) was needed. The patient had already ceased use of the implanted scs system when the stroke occurred however it was unable to be confirmed if the stroke was device related and no further information was able to be obtained despite good faith efforts to receive the information. Additional information was provided that the patients stroke was not related to the device.

Manufacturer narrative:
Additional information provided in blocks b5 and h6.